Manufacturer narrative:
(B)(6). The device manufacture date is currently not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low. It was also noted that the device had leakage and the motor power failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the motor power was too low on the compact air drive device. It was also noted in the service order that the device had leakage and the motor power failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.